Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with the implantable cardiac monitor exhibiting undersensing. The patient was brought in for further evaluation and it was noted that the r-wave dropped lower in value since the implant. The device was reprogrammed successfully. No patient complications were reported.